Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is a potential right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) connection issue. A revision procedure has been scheduled in order to access the connection and impedance issues associated with the device and lead. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.